Event description:
During phacoememulsion procedure of r eye surgeon determined need to place malygugin ring to facilitate fixation of the iris and improvement of pupillary dilatation. During the procedure, the malyugin ring became displaced and the surgeon chose not to remove the ring to avoid trauma to eye and noted that the ring is made of a biologically insert polymer material. Twenty-four post-op call indicated patient with no acute pain or visual loss following procedure.